Event description:
Customer reported a pump issued an altitude alarm. Customer declined to provide blood glucose level at the time of the event, but there was no adverse impact to the customer¿s blood glucose level reported. Customer's insulin delivery was suspended due to the altitude alarm condition. Technical support instructed the caller to clean the pump's speaker holes and attempted troubleshooting actions which initially failed to resolve the issue. After replacement of the pump cartridge and waiting for two hours to let moisture evaporate, the pump resumed normal operation. Technical support suggested the pump was exposed to humidity and provided preventative tips before arranging to replace the cartridge.